Manufacturer narrative:
The investigation found that the customer did not replace the pinch valve tubings as stated in the operator manual. The customer replaced this part. After the customer performed maintenance, no further issues were reported. The investigation determined the customer's actions resolved the issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys probnp ii immunoassay results for one patient tested on a cobas e 411 disk. It was requested but not provided if the initial probnp result was reported outside the laboratory. The customer performs qc daily at 9:00 a.m. And 9:00 p.m. After the patient's initial probnp result was produced, the customer performed qc and had results out of range. The customer performed system maintenance and qc with acceptable results. The customer repeated the patient's sample. The patient's initial probnp result was 798 pg/ml. The patient's repeat probnp result was 1071 pg/ml. The probnp reagent lot number and expiration date were requested but not provided.